Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 60 to 66 mg/dl and it was addressed with orange juice/fruit. Reportedly, the customer needed to decrease their basal rate. The customer successfully adjusted the basal rate.